Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that extravasation during the night of 21/10 to 22/10 observed by the intern on duty on the PICC line side (no other pathway).initial suspicion of dvt. PICC line removed and sent for culture. Doppler 22/10: no dvt. Suspected PICC line leak. Extravasation of irritant and vesicant products.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was a segment of 4fr sl powerpicc catheter. A gross visual inspection of the returned unit found that the catheter segment extended from between the 29cm and 30cm depth marker to the 35cm depth marker. Microscopic inspection found striation patterns on the cross-section surface at either end of the catheter tubing segment, likely indicating that the segment had been intentionally cut at both ends. The provided catheter segment was leak tested using water and a 12 ml luer lock syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since the other portions of the catheter tubing were not returned and could not be evaluated. This complaint will be recorded for future trending and monitoring purposes.